Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that the stopper was misaligned and was unable to use with a bd 10ml syringe luer-lok¿ tip. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that the plunger septum in the bd 10ml luer lock syringe was not properly seated leaving it unable to use in procedures.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper was misaligned and was unable to use with a bd 10ml syringe luer-lok¿ tip. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported that the plunger septum in the bd 10ml luer lock syringe was not properly seated leaving it unable to use in procedures.